Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Batch # unk.

Event description:
It was reported that during a laparoscopic oophorectomy procedure, "transection of peritoneum, mid-way through case a loud hissing sound was heard by user and theatre team, very soon after the active tip of the device dropped off at high temp. No damage to patient reported as tip was recovered quickly." Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. The device was discarded.